Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up a potential externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. No electrical anomalies were noted. No intervention performed; lead remains implanted.